Event description:
A hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (patient age, gender and weight unknown). According to the complainant, during preparation, the tip was frayed when it was removed from the package. Procedure completed with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Frayed. Visual examination of the returned device revealed that the exposed cutting wire was slightly bent and the tip was cracked/ split. Complaint confirmed. It appears that the distal tip may have come into contact with some part of the scope during preparation, causing the tip to crack/ split, while the device was being advanced in the scope. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database did not identify any other complaints for this lot.